Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's leads had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024 where the leads were pulled a vertebral body therefore repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.